Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a connection issue between the transfer set and a non-baxter catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.